Event description:
It was reported that the platform indicated user advisory 8 (motor controller fault detected). There was no pt involvement, error occurred during testing. User advisory was cleared. No other information was available.

Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated.